Event description:
Patient was revised due to loosening and poly wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. The investigation could not verify or draw any conclusions about the reported event; however, the patient reported large physical stature and activity level in combination with 13 years device implantation are likely contributing factors. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed.